Event description:
The customer reported that an event has occurred in nicu, but no details were provided other than the intended rate of infusion which was 8.1ml/hour.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.